Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an over infusion of levophed that they allege was the result of a cracked platen membrane frame on the lvp. There are no further details of this event, and no patient harm was reported.

Manufacturer narrative:
Three pictures were attached to the complaint consisting of a cracked membrane frame. All images noted signs of fluid ingress on the surrounding areas of the membrane frame. The root cause of the customer¿s over infusion of medication alleged as a result of a cracked membrane could not be determined without the returned suspect device.